Manufacturer narrative:
A service engineer (se) reported that the device was in use when the issue occurred; patient was moved to a different ventilator. No patient or user harm reported. The se reported that the event log was checked and then provided the customer with instructions to perform while troubleshooting. The customer reported that the device was monitored, and the customer verified that the issue did not reoccur. No repairs were reported to have been performed, and the device was returned to service.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a 1111 error code (cbit) check vent: oxygen device failed. It was unknown how the issue was found. No patient or user harm reported. The investigation is ongoing.